Event description:
It was reported that r-wave sensing had decreased. The device was reprogrammed to disable tachycardia therapy. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.